Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the surgeon went to fire stapler and nothing happened. He then changed to another stapler with previous reload and same issue. He then changed to a new reload and everything worked. There was a five minute delay to procedure and no adverse event reported. Devices have been discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: at what firing did the issue occur? What color cartridge was being used? Was buttressing material being used? Was the device difficult to close or open? The actual issue with the reload was that the staples did not form on one side of the staple line, the patient side of the sleeve gastrectomy. First firing, black reload with buttress material, surgeon reported the stapler sounded like it struggled but the staple line was good. Second firing, green reload with buttress material, staples formed on the specimen side but not on the patient side reported the staples were completely straight , i.e. Didn¿t reach the buckets at all sutured closed to fix the issue continued case with green reloads from another batch without incident.